Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the expected amount of pmbc's are not seen after initial spin with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. The following information was provided by the initial reporter: it was reported that the expected amount of pmbc's are not seen after initial spin down.